Event description:
It was reported via repair work order that the power cord sheathing was damaged but the cord did not have any exposed wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.